Event description:
It was reported that the lasso eco catheter was not being visualized on the carto 3 system. It was also reported that poles 19-20 were very noisy on the carto 3 but had clean ECG on the ge recording system. By changing the eco adaptor, cable and catheter did not resolve the issue. The customer reported that ring electrodes #19 and #20 had noise even with nothing connected to the 20a port. The direct connect ic out was reseated but the noise on 20a 19 and 20 remained. The lasso eco was moved to 20b and had clean ECG on electrode rings #19 and #20. The lasso was visualized correctly while it was connected to 20b. The case was completed with the lasso catheter connected in 20b. The customer did not report any physical damage to the patient. On (B)(6) 2012, the catheter was received in the lab and it was noticed that the electrode rings #19 and # 20 were damaged. Also, underneath electrode rings # 19 and # 20, a white plastic residue was found making this event reportable.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the analysis repair is completed. (B)(4).

Manufacturer narrative:
Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4); c3 eco interface cable us catalog #: d134401 lot #: 15622931l. (B)(4). It was reported that the lasso eco catheter was not being visualized on the carto 3 system. It was also reported that poles 19-20 were very noisy on the carto 3 but had clean ECG on the ge recording system; the issue was resolved by exchanging the piu back plane card; no analysis related to noise or visualization was performed to the catheter since this was related to another equipment failure. When the catheter was received in the lab, it was noticed that the electrode rings #19 and # 20 were damaged. Also, underneath electrode rings # 19 and # 20, a white plastic residue was found making this event reportable. A ft-ir test was performed to in order to identify the type of foreign material, the results demonstrated that the particle from ring #19 is an abs polymer - based material, while ring # 20 particle is a polyethylene with barium sulfate - based material. It is unknown how the ring was damaged and the origin of the foreign material. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. For the damage ring/foreign particles, an internal corrective action was opened to address this issue.